Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: allergic reaction requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that a patient had received two xience stents (2.5x18 mm and 2.5x15 mm) in 2009. Reportedly, the patient called the doctor two days post implant, two days later, because they were experiencing the following symptoms: feeling weakness, fatigue, and shakiness, and thought they might be having an allergic reaction to the xience stents; however, the doctor feels the symptoms may be due to plavix. The patient also commented to the doctor that they had forgotten to mention that they had a nickel allergy. Five days later, the patient presented to the emergency room still experiencing weakness, fatigue and shakiness along with a 'body wide rash'. No additional event or patient information is available.

Manufacturer narrative:
(Weakness, fatigue, shakiness) - (only for the 2.5x 15 mm xience stent) - the second xience v everolimus eluting coronary stent system indicated, is being filed under the same MFR number.